Event description:
Customer reported: during pre test, it was found that the obturator supplied with the cannula would not progress smoothly into the lumen of the tube and would not come back out smoothly. Customer confirmed that fault was identified during pretesting efforts. No patient involvement.

Manufacturer narrative:
(B)(4). The sample associated to this report is currently in transit to the manufacturing site for analysis.